Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
The physician used the turbohawk to treat a calcified lesion, when the turbohawk was removed from the patient it was observed that the blade was broken inside the nosecone. It is reported that no medical intervention was required with no patient injury. The atk turbohawk was received for evaluation. No additional ancillary devices from the procedure were received. Visual inspection: the device was examined and found no kinks or other indications of external damage and the distal assembly appeared clear of debris. The cutter window was inspected and observed no cutter or drive shaft. The distal assembly was inspected under microscope and identified the cutter was lodged within the distal assembly approximately 6cm from the distal tip. The cutter appeared approximately 6cm from the distal nose cone. The thumb switch was adjusted in order to view the distal portion of the intact drive shaft. 2. The distal assembly was cut in order to expose the location of the fracture. It should be noted that the cutter was lodged within the distal assembly and could not move.